Event description:
It was reported that the patient was in for a bilateral replacement surgery. Pre-operative impedances were greater than 2,000 ohms on bilateral pairs 01, 02, 03, and 13. The patient did have good therapy prior to surgery because a different pair was being used. Additional information was requested, but was not available as of the date of this report. Refer to manufacturing report #300420917 8-2013-00648 for information on the pre-replacement right side implant and report #3004209178-2013-00600 for information on the replacement implant with continued high impedances.

Manufacturer narrative:
Concomitant products: product ID 7426, serial# (B)(4), product type implantable neurostimulator; product ID 3389s-40, lot# v475868, product type lead; product ID 3389s-40, lot# v443426, product type lead; product ID 7482a51, serial# (B)(4), product type extension; product ID 37642, serial# (B)(4), product type programmer, patient; product ID 7426, serial# (B)(4), product type implantable neurostimulator. (B)(4).